Event description:
Country of complaint: russian federation. Complaint states: needle-thread detachment.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: sample received : 3 open racepacks. Analysis and results: there are no previous complaints of this code batch. There are no units in OEM stock. OEM received three open samples with the needle detached from the thread. Thread is still wound on the pack. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is corresponding (justified). Actions on product: replace this code/batch to the end customer or refund. Corrective/preventive actions: there is corrective action in order to avoid this kind of incidents in the future: (B)(4).